Event description:
It was reported that an edwards' aortic bioprosthesis was explanted after an implant duration of approximately 3 years due to "prosthetic aortic valve calcification, due to esrd (end stage renal disease) on dialysis". Operative report indicates the non coronary cusp was calcified and immobile causing severe aortic stenosis. Patient was in stable condition postoperatively.

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, the valve exhibits heavy calcification in the cusp area of leaflet 2 and minimal in the cusp area of leaflets 1 and 3. At the free margins, calcification was moderate in leaflet 1, minimal to moderate at leaflet 2 and minimal at leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 2mm. Host tissue was moderate at the stent inflow and the stent outflow. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation confirms calcification as the primary cause of the reported stenosis, in addition to host tissue overgrowth (pannus). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, it was learned that the patient experienced end stage renal disease, and was on dialysis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals nothing to indicate a manufacturing quality deficiency that may have caused or contributed to this event.